Manufacturer narrative:
The customer's statement during a procedure image is cloudy can be confirmed. During the root cause analysis, mechanical damage was found at the distal end. The distal solder joint is also mechanically damaged. Furthermore, chemical damage to the distal solder joint is visible, which has led to leakage, among other things. Clear moisture residues are visible in the rod system. The imaging is negatively affected by the moisture ingress and shows a foggy, cloudy image. The damage found and the impairment of the imaging are not attributable to a manufacturing/production defect. The damage found indicates damage during clinical use or clinical reprocessing. No further measures will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID_(B)(4).

Event description:
It has been reported the scope had cloudy image. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_(B)(4).